Manufacturer narrative:
UDI (B)(4). Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, rapid deployment, release of stored tension during deployment, movement of the delivery system by the operator, valve size mismatch, suboptimal implant location, and incomplete frame expansion. It is to be noted that this was a commercial procedure.  However, the edwards sapien 3 thv is currently under investigation in the united states for pulmonic application.  Per the pulmonic IFU, the edwards commander delivery system and accessories are indicated for use as an adjunct to surgery in the management of pediatric and adult patients with the following clinical conditions: dysfunctional rvot conduit or previously implanted valve in the pulmonic position with a clinical indication for intervention, and: regurgitation: = moderate regurgitation, and/or stenosis: mean rvot gradient = 35 mmhg. The pulmonic thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. It is possible that procedural factors (i.e. Release of stored tension) may have contributed to the first valve malposition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by field clinical specialist (fcs), a 23mm sapien 3 valve was placed in a pre-existing surgical pulmonic valve using a commander delivery system through an esheath, but it deployed too high due to the surgical valve regurgitation. A second 23mm sapien 3 valve was placed. Per the medical records provided by the facility, angiographically the internal lumen of the regurgitant surgical valve measured 21.71-22.96 mm. During deployment with slow inflation, the s3 valve slipped forward such that at full inflation the deployed valve position was just distal to the surgical valve ring and posts and was at risk for distal embolization. Various maneuvers were performed to try to bring the s3 valve back to the intended position without success. The delivery system was then deflated and removed. A 36mm length stent was implanted such that the distal half telescoped into the malposed s3 valve and the proximal half of the stent straddled across the surgical valve - securing the s3 position. A second 23mm s3 valve was then implanted in stable position within the surgical valve. Post deployment there was a residual 13mm gradient across the implanted pulmonary valve, trivial pulmonary insufficiency and good flow across the valve into the branch pulmonary artery. The patient tolerated the procedure well. The patient was transferred to picu in stable condition. Post procedure echocardiogram showed mild residual pulmonary insufficiency with normal right ventricle function. Patient was discharged in stable condition on post-operative day one.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.